Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the tip of the needle fractured off in the shoulder. Needle could not be removed and was reported to not be in a critical location. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. The reported event can be confirmed as the device was returned and needle is fractured. Visual inspection identifies that an unknown amount of the tip is missing from the needle. The nitinol needle is bent, indicating that it has been used. There is no other damage noted to the suture passer needle. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.